Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the touchscreen on the device had locked-up and become unresponsive. There was no patient involvement associated with the reported event.

Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the lcd touchscreen display locking up and becoming unresponsive could not be confirmed. Ventec did observe that the lower left and right corners of the lcd touchscreen display were not flush with the device case. An internal inspection was performed where it was observed that the right-hand side of the lcd bracket was cracked where the screw attaches the bracket to the lcd display. Ventec replaced the lcd touchscreen display and lcd bracket to resolve the observed issues. Proper device operation was then confirmed through functional and performance testing. The cause of the reported issue of the lcd touchscreen locking up and becoming unresponsive could not be conclusively determined.